Event description:
Foley catheter found out of pt. Bulb only partially filled with water. Previously problems noted on same pt, same product earlier in the day (catheters were discarded). Foley cath #16 5 inserted with difficulty, when rolled resident over, cath came out, balloon broken, reinserted, this time pt with no voiding around it.